Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-05965. The original equipment manufacturer (omsc), performed a device history record review and no abnormalities were noted. No device was returned to the omsc, however, an investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The potential root cause has been determined to be due to cable failure. It is considered that excessive external force was applied to the cable by user's handling, causing the cable failure. It is also considered that communication failure of the image occurred due to the cable failure and the image flickered. The instruction for use was provides information related product shipment- important information: please read before use, the following description was confirmed. Never excessively bend, pull, twist, coil, squeeze or apply a crushing force to the camera cable. The camera cable could become damaged. Do not use excessive force when wiping the external surfaces of the camera cable. Otherwise, the camera cable could become damaged. While the camera head is attached to the endoscope, never attempt to lift the entire assembly by the camera cable. Doing so could damage the cable. Never use a clamp or forceps to attach the camera cable to another object. Doing so could damage the cable.

Manufacturer narrative:
The referenced camera head was returned to the service center for evaluation of the reported "dark image that comes and goes while flexing cable at paddle end¿. A functional test was performed on the camera head in conjunction with a test video processor (cv-190) and monitor (oev-261h). Upon powering up the test cv-190 video processor; the monitor was displaying an image and while manipulating the cable on the connector end of the camera head the image started to intermittently flicker. The cable was manipulated in several angles and verified that the issue persisted. The issue occurred on multiple test units. Additionally, the service group noted the camera head displays horizontal streaks. The charged coupled device (ccd) chip housing was loose, and the image was slightly off-centered. A review of the service records indicate the camera heard was purchased on (B)(6) 2008 with no previous repairs. The camera head was repaired and returned to the customer. The investigation is ongoing, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed by the user facility that the during reprocessing, the autoclavable camera head was producing a very dark image that comes and goes while flexing the cable at the video connector end. There was no patient involvement reported.